Event description:
It was reported that ongoing, intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction bolus via the pump. The customer continued insulin administration without changing any supplies. However, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.